Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no external damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "cassette locked but not latched" messages. To further investigate, a functional test was performed. Customer problem was duplicated. When cassette was installed and locked would not detect it was latched. It was determined to be caused by an inoperable latch lock flex cable. The latch lock flex cable will be replaced. No further actions taken.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device alarmed when it is on cassette. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.